Event description:
The consumer was sitting on the seat when the front caster allegedly broke, causing her to fall. No injury is alleged.

Manufacturer narrative:
(B)(6) 2011 - (B)(6) - no alleged serious injury. Alleged malfunction. Allegedly, the consumer's rollator front wheel broke causing the consumer to fall. The consumer is a (B)(6) year old female who weighs (B)(6) lbs and is (B)(6) inches tall. The consumer's medical condition and stability are unknown. The consumer's medication regimen is unk. Any additional loading to the device is unk. The environmental conditions for the flooring, carpeting, tiling or terrain are unk. Product usage technique is unk. Note: this product is not meant to mimic a wheelchair in its use. It is for walking support and stationary resting only; being pushed or self propelling while seated is not its intended use.